Event description:
It was reported the lead superior vena cava coil had impedance greater than 200 ohms indicative of a potential lead fracture. Impedance was also reported at 80 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the defibrillator conductor was fractured. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead appears to have been implanted with a bend in it at the fracture site.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.